Event description:
It was reported surgical intervention occurred as a result of pain at the ipg site. Follow-up revealed the pt is more comfortable with the replacement ipg and the pain issue has resolved. Effective stimulation and adequate coverage was achieved post-operatively.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.